Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The guidewire and the tip fragment were returned for investigation. The outer polymer jacket was ruptured at approximately 19mm from the proximal solder (designed at 110 from the tip). Along the polymer jacket rupture, the coil wire got elongated approximately 26mm in length and fractured. The fracture surface of the coil wire was almost flat suggesting accumulated rotational force contributed to this fracture. The coil wire surface showed spiral marks inferring it was twisted when it fractured. The core wire was found fractured at two spots: one (hereinafter "fracture a") at approximately 26mm from the proximal solder and the other (hereinafter "fracture b") at approximately 3mm from the second middle solder (designed at 27mm from the tip). Fracture a had a flat fracture surface with a crack. Fracture b also had a flat fracture surface and showed bending deformation. The inner twist wire remained unfractured. Measuring the returned guidewire and tip fragment, it was concluded that whole length of the guidewire was retuned; however, its polymer jacket was severely damaged and it could not be determined if there is a possibility that any missing part(s) remaining in the vasculature. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that accumulated rotational force exceeding the product's design limit might be inadvertently applied while its distal tip was trapped by the lesion and that force led the guidewire to fracture. The coil wire was thought to be elongated along with removal of the guidewire. There was no indication of product deficiency. By measuring the returned guidewire and tip fragment, it was concluded that whole length of the guidewire was returned; however, its polymer jacket was severely damaged and it could not be determined if there is a possibility that any missing part(s) remaining in the vasculature. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction.

Event description:
Reportedly, during a procedure to treat an in-stent restenosis in the sfa, an asahi 0.018" guidewire was used. On the previously embedded stent, the physician found 2 fractures. In attempts the guidewire to cross the restenosis, it was advanced using knuckle wire technique. When the physician removed the guide wire out of the vasculature, resistance was felt resistance. It was found the guide wire broken and its coating went off. There was no health impact on the patient. The fractured guidewire was retrieved from the vasculature. No other remedial action was reportedly taken.